Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Lip gets caught [lip injury]. Lip gets caught in brush [injury associated with device]. Brush fell off neck [device breakage]. Case description: a (B)(6) female consumer reported that she had been using the oral-b triumph floss action brushheads for some time with an oral-b rechargeable toothbrush, version unknown. She stated that she put a new brushhead on but after about 3 weeks, her lip kept getting caught in it and shortly afterwards the round brush fell off the neck. The case outcome was unknown. No further information was provided.